Manufacturer narrative:
(B)(4). Reportedly, there was no impact caused by the malfunction alarm or altitude alarm. The investigation has been completed. Based on the analysis, the reported malfunction alarm was verified. The reported altitude alarm was identified in the pump logs; however, no failure was identified. Functional testing was performed and no failure was identified related to the low blood glucose event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, when attempting to load a new cartridge to resolve the altitude alarm, a malfunction alarm occurred. The user reported a blood glucose (bg) level of 401 mg/dl and bg level would be addressed with a manual injection. Additionally, it was reported that the user's blood glucose (bg) level was in the 60's mg/dl prior to the report. The user stated that they are taking an antibiotic that causes low bg levels. The user addressed the low bg level with soda.